Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition was confirmed and duplicated. Evidence indicates this was due to improper handling. If additional information is received, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that the foot control device "was dirty and the filter was not working". This reported condition was discovered during neuro spine surgery. The planned surgical procedure was completed successfully without delay as a spare identical device was available for use. The reporter stated there were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.